Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012, with the following findings: the audio bolus button was found to be unresponsive. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012, with the following findings: the audio bolus button was found to be unresponsive. Unrelated to the event the display was found to be faded and the battery compartment was found to be cracked. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The alleged malfunction is not likely to cause an adverse event as it does not affect insulin delivery function and the issue is generally obvious and detectable by the user.